Event description:
A customer reported that their table broke in half causing a patient to fall off. The table was replaced and related systems were checked. The system was verified to be in good working order. There has been no report of death or serious injury.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. Internal (B)(4).